Event description:
The reporter indicated that the prograsp forceps instrument reportedly could not move anymore during a da vinci si prostatectomy procedure. The user facility attempted to use the emergency wrench but the instrument was stuck. The instrument was removed with the trocar. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The motion in the grip was non-intuitive due to tight cables. The cables were derailed at the distal idler and the clamping pulley. Other backend cables were not damaged. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. Engineering concluded that the damage may be due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.